Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having unusually high blood glucose. Customer's blood glucose was 523 mg/dl. Customer stated that when she started the pump again everything seemed to be running normally. Customer's blood glucose is currently being controlled. Customer believes that this was a site issue. Customer had nausea but had a back-up plan of manual injections. Customer ran a manual prime and the insulin did exit the tubing. Customer was advised to remove the set and found that the cannula was bent. Customer was explained that high blood glucose is often caused by site or set issues.